Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Suspect medical device serial # (B)(4). The pump investigation results previously reported were reported under the correct serial number.

Event description:
On (B)(6) 2013, the reporter contacted animas and reported a call service 012 issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: a review of the black box history and alarm history revealed multiple consecutive call service alarms and call service 012 alarms. The pump was powered on and displayed the ¿verify¿ screen. The pump was primed and exercised; no call service alarms occurred during testing. The pump¿s cover was removed; no intermittent conditions were found to the printed circuit board or the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.